Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: hemostasis valve leaked. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that the charge nurse in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, blood was noted to becoming out of the hemostatic valve. The device was removed and hemostasis was achieved using a second starclose se device. There were no reported adverse pt effects. No additional info was provided.